Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection. Reportedly, the patient had a skin erosion along the border of the implant site. No adverse patient effects were reported. The lv lead was explanted.